Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin (1 g in the first bag than every fifth day for fourteen days) and intraperitoneal magnova (1 g in the first bag than 500 mg in each bag; duration not reported) for peritonitis. Dianeal therapy remained ongoing. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient is recovering; however, the effluent is ¿hazy¿ and antibiotics remain on going. No additional information is available.